Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted the mesh was found migrated and had failed. It was reported that the patient experienced chronic pain, scarring, anxiety, mental anguish and stress. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022.

Manufacturer narrative:
Date sent to the FDA: 3/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.